Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect.

Event description:
It was reported to vyaire that a patient passed away while connected to the lap top ventilator 950. The customer alleges that the ventilator malfunctioned causing the patients death.